Event description:
It was reported to boston scientific corp, that a endovive safety peg kit device was used during an esophagogastroduodenoscopy (egd) procedure performed in 2008. According to the complainant, during the procedure, while the physician was pulling the peg tube through the abdominal wall, "the blue string ripped away from the wire part of the peg on the end that has the wire and the wires had broken." Reportedly, the physician used hemostats to grab the broken wires and, subsequently, pulled the peg tubing through the abdominal wall. No pt complications were reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.